Event description:
Pt admitted two days after 4th prosorba and diagnosed with septic cvc (mrsa) although she was afebrile with a stable bp. Her EKG on admission was normal but her platelet count was found to be abnormally low for her 2,000 (she has history of thrombocytopenia). During the hospitalization she went into respiratory distress and was then diagnosed with an mi and cva. Her records say the cva was likely due to a bleed. She is currently in rehabilitation.